Manufacturer narrative:
(B)(4). No conclusion code available; the reported field events of backup vvi and a communication anomaly were confirmed in the laboratory. The device image was reviewed and the reset was found to have been caused by a watch dog error time-out. The device was tested on the bench and no anomalies were found. The cause of the reset could not be determined. The cause of the communication issue was due to an intermittent connection in the connector block.

Event description:
It was reported that the device was found to be in backup vvi mode and the device was unable to be interrogated with different programmers and in different rooms. The device was explanted and replaced. The patient was in stable condition post-procedure.